Event description:
The customer reported that the inner part of the device jaw came off into the patient cavity and was retrieved. There was no patient injury.

Manufacturer narrative:
Covidien reference # : (B)(4) . Date of initial report : (B)(6) 2010. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.